Event description:
Per the clinic, the patient experienced migration of the electrode array out of the cochlea. The device was explanted (B)(6) 2011. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).